Manufacturer narrative:
It was reported the device was explanted (date not reported).

Manufacturer narrative:
Correction : the correct MFR report # is 6000034-2017-01780; not 6000034-2018-01780 and the correct follow-up # is 2; not 1 as previously reported on (B)(6) 2018. This report is filed on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on august 28, 2023.

Manufacturer narrative:
This report is submitted on september 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.